Event description:
A paratrend 7 fl sensor (lot #723-258) was being used on a training course. The sensor was calibrated for use. When the sensor was removed from the tonometer, it was noticed that the membrane was stripped off the end of the sensor. There was no pt involvement. Owing to the evidence of product damage, a decision to report was made.